Event description:
It was reported an unspecified tubing issue that are possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection of the as-received set sample observed the male luer component's collar was broken off from its base and approximately half of the luer tip was discolored (whitish). The broken off collar piece was not received for evaluation. The likely cause of the discoloration was due to use of an alcohol cap. No testing was deemed necessary due to the obvious damage. The root cause of the damage was identified as design of the male luer component.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics was not provided.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.